Event description:
Manufacturer's ref #: 234442.

Manufacturer narrative:
The investigation of the returned compressor tubing revealed them to be in a very worn out condition, a hole on one of the tubing¿s was also verified. The reported compressor mini was delivered in 2011. According to the device service manual the compressor tubings needs to be replaced by each 8000 hours preventive maintenance. It is unknown when this this preventive maintenance was last performed, or if it has been performed at all since the device was delivered. The condition of the returned tubing indicates that the tubing may have been used for a longer period than recommended, this was also indicated by the fse that made the onsite investigation. The root cause to the reported issue is due to a verified hole on the compressor motor tubing.

Event description:
It was reported that the compressor did not reach the specified working pressure during use. There was no patient harm. Manufacturer ref. #: (B)(4).